Event description:
It was reported that an unspecified quantity of exactamix 2000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked from the ports. This occurred after filling with the intravenous (IV) fluids/ total parenteral nutrition (tpn) prior to being dispensed to patients. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, d9, h3, h4, h6, h11 b5: additional information was received which stated that three (3) exactamix 2000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked from the ports (previously reported as an unspecified quantity). H4: the lot was manufactured between december 3 - 4, 2022. H11: one (1) device was received for evaluation. Visual inspection was performed, and the reported issue of leakage was not easily identified on the returned sample. Functional testing was performed, and a leak was identified from the administration spike port bonding area of the returned sample. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.